Event description:
Pt revised due to pain and decreased range of motion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product could not confirm the complaint. The root cause is undetermined, there was bone on growth to the part and scratching on the device was normal. Pain has many causes. It is not possible to say in this case if the device, the cement, the surgical technique, the surgical procedure or some patient factors combined to generate the failure. Review of etq complaints database for product lots 3033601 and c16h24000 identified no previous complaints. Part was reviewed as part of CAPA (B)(4) to see if an adverse trend exists for the duofix tibial tray. This depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.